Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/30/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round moderate plus profile 275cc saline prosthesis, catalog #3502275, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 275cc saline prosthesis and experienced left sided deflation post procedure. As a result, bilateral prosthesis replacement with mentor saline implants was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/15/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During evaluation of the sample a crease was noted on the anterior view. Leak testing was performed and it revealed a tear measuring approximately less than 0.1 cm on the anterior view. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).